Event description:
End user reported that the retail level packaging mix up. Retail box for pen needle item number 831061 (31g 5/16" 8mm), lot 568717p is packaged with 831041 (31g 1/4" 6mm) pen needle inside the box. Lot 568717p is printed on the UDI label.

Manufacturer narrative:
Production records investigated for lot number 568717p. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reported that the retail level packaging mix up. Retail box for pen needle item number 831061 (31g 5/16" 8mm), lot 568717p is packaged with 831041 (31g 1/4" 6mm) pen needle inside the box. Lot 568717p is printed on the UDI label.

Manufacturer narrative:
Reference cr-000071-2023 for updating the insulin needle, pen needle and safety pen needle packaging to improve visibility of item numbers and the ability to scan UDI information during manufacturing process to prevent packaging mix-ups.

Manufacturer narrative:
Production records investigated for lot number 568717p. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reported that the retail level packaging mix up. Retail box for pen needle item number 831061 (31g 5/16" 8mm), lot 568717p is packaged with 831041 (31g 1/4" 6mm) pen needle inside the box. Lot 568717p is printed on the UDI label.